Event description:
It was reported that the patient experienced inadequate stimulation and the ipg was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.